Event description:
The customer reported that the battery does not charge. There was no patient involvement. If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. The service tech replaced the battery to address the reported problem. The unit passed all testing.